Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause of the broken distal end and component failure of the ceramic gead could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the surgical scope's distal end is broken. The event was found during the device maintenance. There were no reports of patient harm.